Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 rebreathing risk" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak co2 rebreathing risk" error code. The device was evaluated by a service engineer (se), and it was reported that the device was visually inspected, and no blockages to the tubing were observed. The se also checked the motor control board, blower motor, voltage, and no issues were found; it was also noted that the air and o2 flow sensors were checked and were "okay." The airflow was checked, and it was reported that the average reading was -1.5 and was out of range (range: between -1 and +1. The se isolated the issue and confirmed that the gas delivery system (gds) was faulty and needed to be replaced. The customer was provided with a quote for repair. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) replaced the gas delivery system (gds) to resolve the issue. All performance assurance tests were performed and passed. The device was fully functional and returned to service.